Event description:
During the follow, noise episodes on the ventricular channel were stored as vf events. The patient didn't receive any shocks and noise was not reproduced. The physician decide to follow-up the patient in a month. The lead remains implanted.

Event description:
The lead was capped.